Manufacturer narrative:
A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. If the device is received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
On (B)(6) 2010, customer contacted baxter to report that on (B)(6) 2010 an incident of overinfusion occurred while colleague pump, product code dnm8151, serial # (B)(4) was in use on a patient. The customer further reported that a bolus of mgso4 was administrated to a patient utilizing the secondary function of the colleague infusion pump. The pump was programmed at a rate of 100ml/hr, however, the volume to be infused (unknown at the time of this report) was mistakenly delivered to the patient within 15 minutes. The patient incident report did not indicate any injury, however, it was indicated that the patient had a reaction of, heat in the face, due to the overdose of mgso4, administrated to him/her via i.v. By the colleague device. The customer asked baxter field service technician to verify the pump in order to determine if the pump was the cause of the incident. Baxter field service technician downloaded the event history from the mentioned device in order to confirm the information provided by the customer. Since some information on the prescription was not available in the incident report (time and/or volume to be infused as per prescription) technician was unable to determine if the colleague pump was programmed properly by the user. The pump has been isolated (the word hold was used by the reporter) at the customer site until the user could confirm the required information. Customer will be contacting baxter (B)(4) to provide the missing information in order to determine if the pump may be the cause of the overdose administered to this patient. On (B)(4) 2010, the following information was received from the (B)(4): the risk assessment manager at the hospital said that there was no documentation provided for the left over volume in the container or for the over infusion. The initial reporter also does not remember if there was any amount left over in the container. The baxter field service technician ran the pump for accuracy and found the results to be within tolerance. The event history review showed that the pump functioned as programmed and that the programming was stopped by the user twice after infusion had begun. The software version for this device is currently not known.

Manufacturer narrative:
Device evaluation: device was serviced in the field by a field technician. The reported condition of over-infusion was not confirmed or duplicated; therefore the assignable cause could not be determined. This device utilizes user interface module master software version 5.08.92 categorized as remediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).